Event description:
During a tibial nail removal, the threads of the extractor rod did not fit with the nail. Dr had to do extensive exposure of the proximal metaphysis in order to grasp and extract the rod.